Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported by local distributor that there was a broken clip on the internal battery of power module. Additional information from visual inspection stated that battery clip was broken and the cables were altered/shortened/not conform, and the patient cable connector pin was missing. The system failed functional test because of broken clip and patient cable connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was confirmed, as damage to the clip and its cables were observed upon the unit¿s arrival. The returned power module (serial number (B)(6)) was received at the european distribution center. The unit was functionally tested; however, the unit did not pass due to its damaged battery clip. The clip was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired power module was returned to the customer site after passing all tests per procedure. The root cause of the damage to the power module was unable to be conclusively determined through this analysis. Incidental findings: damaged monitor connector, damaged stiffener holder within the unit. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was sent to the customer on 10nov2010. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.